Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore while tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j tightrope®, batch 15412809, was received for investigation. The complaint was not confirmed. Visual inspection of the returned device noted that the white deploying sutures were missing. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning.